Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 2000mcg/ml at 826 mcg/day via an implantable pump. On (B)(6) 2020 the healthcare provider reported that the patient was in the ER (emergency room) because the patient reported that the pump alarm was going off. Per the healthcare provider the patient was not due for a refill for another month. The healthcare provider was requesting the pump be interrogated. No patient symptoms and no further complications were reported regarding the event. Additional information was received from the healthcare provider (hcp) on 2020-jul-01. It was reported that the patient's pump was not interrogated, but the pump alarm was a critical alarm for pump replacement. It was confirmed that the patient's baclofen pump needed replacing. The patient was scheduled for a pump replacement with a neurosurgeon in 4 weeks. No further information was received.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the pump was alarming due to end of service (eos) and the eos alarm was expected. It was noted a motor stall did not occur. The patient¿s weight was not provided. No further complications were reported.